Event description:
It was reported that the atrial lead exhibited noise episodes. The patient was asymptomatic. A chest x-ray was performed and no anomalies were noted. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.